Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2107 (september 16-18th, 2018) during which 52 visual inspections were carried out with 0 defects noted. Two needles were received of lot 1809008 and two texium accessories. Visual inspection of eclipse needles reveal no damages and the needle snap clip already activated (as expected since it was used). A visual inspection of the returned texium samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Pressure testing was performed on each texium samples and no leakage was identified. The connection between the returned accessories and needles has been also evaluated using equivalent eclipse needles. When attaching eclipse smartslip¿ needles to the accessory, bd can feel a resistance because the accessory collar tip is ¿touching¿ the eclipse ¿wing¿. In case the assembly is not fully completed, this may prevent a proper connection between both devices resulting in a risk of leakage. Conclusion(s): since attempts to replicate the customer¿s experience were unsuccessful, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous investigations have noted that it was only possible to replicate a leakage between the male luer of the texium and the female luer of the eclipse needle if the texium was not fully inserted into the eclipse needle, which would result in an incomplete luer connection. The instructions of the bd eclipse needle state that the user should attach the product "with a push and clockwise twist" to ensure a secure connection with the connecting product.

Event description:
It was reported that bd¿ eclipse needle was leaked during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ eclipse needle was leaked during use.